Event description:
A loss or change of therapy was noted. Symptom return was reported. The patient did not feel stimulation. The therapy was on. The patient was at doctor's office yesterday and the doctor verified therapy is on but the patient lost programmer device and can not adjust stimulation up. The patient was going to replace her lost programmer and increase stim with new programmer. Symptoms reported were: return of symptoms . The patient was "on a foley" currently for symptoms. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0pkc1, implanted: (B)(6) 2014, product type: lead. (B)(4).